Event description:
It was reported that the non-patient end of the bd ultra-fine¿ pen needle was bent and failed to deliver insulin during use. The customer reported 22 occurrences of this event from lot # 8205950, and an unknown number of occurrences from lot # 8135634. The following information was provided by the initial reporter: "item # 320144 with lot #8205950 & 8135634 found 22 not working during the flow check. Asked consumer to check non patient end and it is bent."

Manufacturer narrative:
H.6. Investigation: customer returned (20) open 4mm, 32g pen needles without the tear drop label. Customer states that they are not working during the flow check and the non patient end is bent. All returned pen needles were examined and 9 out of 20 samples exhibited a bent non patient end of the cannula. Three out of 20 samples exhibited a broken non patient end of the cannula. All 8 remaining samples exhibited a bent patient end of the cannula. All of these conditions could prevent insulin from flowing properly through the cannula. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Possible root causes: - user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen h3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8205950, medical device expiration date: 2023-08-31, device manufacture date: 2018-07-24. Medical device lot #: 8135634, medical device expiration date: 2023-05-31, device manufacture date: 2018-05-15. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the bd ultra-fine¿ pen needle was bent and failed to deliver insulin during use. The customer reported 22 occurrences of this event from lot # 8205950, and an unknown number of occurrences from lot # 8135634. The following information was provided by the initial reporter: "item # 320144 with lot #8205950 & 8135634 found 22 not working during the flow check. Asked consumer to check non patient end and it is bent."